Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information: this operation was open procedure. The hand suture was performed, and there was no conversion in operation. The sound of the washer cut was heard. The device activation was as usual. The patient is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully cut and partially staple (staples missing from the staple line)? Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the donut of the anterior wall side was thin after the target tissue was anastomosed. Also, the staple was not formed on the anterior wall side, and it was not closed about 1cm, so the additional hand suture was performed. The indicator was within the green range. The oral side of the intestinal tract was swollen. 2 weeks before this operation, the stent placement was performed in ileus surgery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.